Manufacturer narrative:
(B)(4) date sent: 10/08/2025 b3: only event year known: 2025 d4: batch #681d77. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Not sure did the jaws eventually open? Slightly. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with an ecr60m reload loaded on the device. The reload was received fully fired. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 681d77, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open complex ventral hernia procedure, the team clamped down on tissue, but the device would not fire. They inserted a gray reload and attempted to open the device, but it would not open. Even when using the reverse button or attempting a manual override, the device remained stuck. There were no patient consequences reported; however, there was a surgical delay, although the time frame was not specified. No additional information provided.